Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the device reached elective replacement indicator (eri) due to an unexpected battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.